Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. However, patient outcome of death and stroke are noted in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported in an article that following stent placement in the target lesion, the patient suffered a periprocedural ischemic stroke that resulted in death. The exact procedure or death date are unknown.

Manufacturer narrative:
All patients were treated between (B)(6) 2006 and (B)(6) 2009, the exact date of the procedure for this event is unknown. Product not returned.

Event description:
It was reported in an article that following stent placement in the target lesion, the patient suffered a periprocedural ischemic stroke that resulted in death. The exact procedure or death date are unknown.